Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient died approximately four years post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury, bodily injury resulting in pain and suffering, disability, disfigurement, shortened life expectancy, increased risk of death, and major cardiovascular events.